Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated. On the same day the patients troponin levels were elevated post procedure. Cec assessed the event as a non q wave mi (target vessel) mdt extended historical. Peri- pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient is a previous smoker. The patient has a medical history of diabetes, cardiac admissions 30 days prior to index procedure. The index procedure was prompted by stable angina. The mi occurred in the rca. If information is provided in the future, a supplemental report will be issued.